Event description:
Drill became hot to touch during procedure. Delay in case while waiting for replacement drill. All drills and consoles from this company removed from service. This was brand new equipment and instruments brought in to upgrade. Per company representative, there will be an evaluation of the equipment.